Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy. A new kit was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A device lot history review was performed, and there are no non-conformities which could be attributed to the reported failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).